Event description:
It was reported that multiple intermittent malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump and cleared the malfunction alarm and continued to use the pump for insulin therapy until the replacement arrives.